Event description:
Pump alarms low volume early. No lot number available. Stated medication was started saturday at noon and had to change 0800 monday, medication was still left in the cartridge. No further details provided.